Event description:
It was reported that the right ventricular (rv) pace/sense lead exhibited high impedance and noise, which lead to the patient receiving an inappropriate shock from the rv epicardial defib lead. The pace/sense lead was explanted and replaced. During the replacement procedure, the rv epicardial defib lead failed defibrillation threshold testing, and was subsequently explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 4968 x2 implantable pacing leads - (B)(6) 2007. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.